Manufacturer narrative:
This report is submitted on november 08, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic it was reported that the device was explanted on (B)(6) 2018. Additional information has been requested; however has not been made available as of the date of this report.